Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, gastrointestinal/pelvic floor, urge incontinence, and urgency frequency. Patient said their implant was turning on and off. As a result of what was reported, the call center's phone number was given to the patient. They were also advised to contact the healthcare provider's (hcp) office. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the circumstances that led to the device turning on and off, they noted that "it only stays on 15 min. I changed it. Says "session up" (in 10 min) try again to change. Doesn't let me on." When asked what actions/interventions were taken to resolve the device turning on and off issue, the patient said the issue is not resolved. They added that the girl at the "help center" said "it doesn't matter it still works. Well it is not working!" No further patient complications have been reported as a result of this event.